Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving 15 mg/ml bup ivacaine at a dose of 2.386 mg/day and 10 mg/ml morphine at a dose of 1.59 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that an x-ray/ fluoroscopy was used and it looked like the catheter had come loose from the intrathecal space. A revision was done where the distal section of the catheter was replaced. The calculation for the priming bolus to fill the new catheter section was reviewed. There were no symptoms reported.

Manufacturer narrative:
The unknown report source no longer applies. The report source was a health professional.

Event description:
The cause of the catheter migration was not determined or reported by the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.